Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static with multiple cartridges. Reportedly, the customer loaded the cartridge with cold insulin. Customer continued to use current pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.